Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem was confirmed. The cause of the code 32 error message was corrupted parameters in flash memory. The root cause of the corrupted parameters cannot be positively determined. Once reprogrammed, the monitor was fully functional. No adverse event resulted from the corrupted parameters. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that when he inserted the battery in his monitor, it displayed a code 32 on the lcd. The patient's suspect monitor was replaced.